Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "a dermatome (ID: dp0007) would cut in and out with power. The physician was trying to take graft from leg and after the first one the device was acting like it was lacking power and it would not stay on. When it did eventually stay on for a bit, graft was attempted again and device shut off immediately. Outlets were changed and blade was readjusted with no improvement. Once it turned on again second graft was removed but graft did not remove like it should and got bound up in the dermatome device." The dermatome was used due right chest wall surgical defect from excision of right breast-mastectomy to treat angiosarcoma of the right breast. Partial wound closure of right chest wall 15 cm intermediate closure; split-thickness skin graft to right chest wall. More than one graft was taken, right lateral and anterior thigh and the second attempt was adequate.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The dermatome (ID 3539700) was not returned for evaluation after three good faith attempts (gfes) were made. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is possible that wear and/or mishandling. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.